Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0lurn, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had ineffective patient programmer training because she was still under the effects of anesthesia. She couldn¿t remember how to get the device started because she might have fallen asleep while a manufacturer representative was showing her right after surgery. The patient read the instructions but couldn¿t understand written instructions like that. The patient¿s stimulation went off and she stopped feeling stimulation the day of the report, and she didn¿t know how to get it back on. The patient was able to sync the patient programmer with the implantable neurostimulator (ins) and saw the therapy screen and the stimulation on icon, although she usually got the poor communication screen. The device was on program 2, it used to be on program 1 and the patient wanted to go back to program 1 because it was accidently changed to program 2. The patient was able to change to program 1. She increased stimulation to 2.4 and wasn¿t feeling stimulation, but earlier was feeling stimulation at 1.2 or 1.3. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.